Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, it was reported that the cinch sutures broke due to over ratcheting of the holder. A second 29mm valve of the same model was used, and the cinch suture also broke on this device due to over cinching of the valve. It is unknown what device was ultimately implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder remains attached to the valve but appears to have been partially pulled and separated from the sewing ring. All three suture tips remain within the stent cloth on the backs of all stent posts the rotor remains intact. The valve holder is open and intact. No evidence of damage on the valve holder and/or rotor. All suture tips are jagged not smooth, indicating they were broken rather than cut. The break surface of each tip appears consistent with historical events that indicate the valve holder was over-ratcheted. Necking or reduction in diameter is noted adjacent to the break. The rotor was removed from the valve holder; intact. The sutures appeared curled showing evidence the sutures were wound around the rotor. The tips of the sutures that remain attached to the rotor show the same jagged break surface. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the physician, "cinched the device enough times, just as they would be doing it". It was further reported that the devices were not able to be sutured and tested due to the cinch suture breaking, and the procedure was prolonged by this as a new device was needed. It was also reported that a device of a different manufacturer was ultimately implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.